Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
After getting scratched on the knee and fever, doctor decided to debride the patient's wound as an extra precaution (to prevent any further possible signs of sepsis). Along with the debridement he exchanged the poly.

Manufacturer narrative:
(B)(4).